Manufacturer narrative:
No product will be retunred for evaluation.

Event description:
The pt's husband stated that he pulled the insulin cartridge from the infusion device and the plunger stayed attached to the piston rod causing insulin to spill into the cartridge compartment. The husband was educated on the proper technique for removing the insulin cartridge from the infusion device. The husband stated that he dried the insulin from the cartridge compartment. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.